Manufacturer narrative:
Evaluation of the locatable guide found that the crimp length was not adequate during construction. An internal corrective action has been initiated.

Event description:
Site reported the tip of the locatable guide sensor catheter detached during a superdimension enb procedure. Issue occurred prior to the tip entering the patient and there was no report of patient injury, death, or other serious adverse event.